Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 20036653. Medical device expiration date: 20-mar-2023. Device manufacture date: 19-mar-2022. Medical device lot #: 22025498. Medical device expiration date: 10-feb-2025. Device manufacture date: 08-feb-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: we had two maxzero IV connectors fail in june. There was a leak at the max zero hub, and needed to be changed three times.

Manufacturer narrative:
H6: investigation summary: samples were received and investigated by our quality team. No leak was realized with multiple attempts infusing saline solution with both syringe injection and infusing through other devices and no issue was detected. Due to no leakage, the complaint cannot be verified and the root cause remains unknown. The failure was due to the connected device when the leakage occurred. A device history record review was performed on material mz9277 for lots 20036653 (30mar2020 (B)(4) units produced) and 22025498 (10feb2022 (B)(4) units produced). There were no issues or quality notifications during the production of these sets. H3 other text : see h10.

Event description:
It was reported that 6 bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: we had two maxzero IV connectors fail in june. There was a leak at the max zero hub, and needed to be changed three times.